Event description:
A complaint was reported following a software upgrade that was performed on a stockert generator where the power did not reach the expected value (power set to 40w, however it barely reached 29w). Towards the later part of the case, a severe tamponade occurred. Surgery was performed. The patient died 7 (seven) days following the ventricular tachycardia (vt/ ves) procedure, on (B)(6) 2010. Autopsy was performed. Detailed information such as progression of complication, cause of death etc. Have not been provided. Multiple attempts have been made to obtain more detailed information, however the detailed information will be provided by the physician upon approval from the hospital's quality management unit. At the point of tamponade, the leading ep professor does not think that the stockert generator caused or influenced the adverse event.

Manufacturer narrative:
(B)(6) had declined to share to the autopsy report and a report detailing the adverse event. (B)(4). The ep-shuttle rf generator was returned to manufacturer for analysis. A transistor on the rf board, bux 48, was found to be defective and was replaced. Preventative maintenance was done. Full functional tests were performed and passed. The defective transistor was not related to the tamponade, as failure of the transistor would cause the generator to go to a safe state. The device history record for the generator showed no manufacturing or service anomalies which relate to this complaint. The behavior of the ep-shuttle rf generator reported in the complaint is consistent with the expected behavior. When using a program stored in "memo key 3" of the concerning generator, the ablation is conducted in temperature mode. No malfunction of the generator was observed. The generator functions as intended. There is no indication that the incident was caused by the generator.

Manufacturer narrative:
Navx and the hansen system were used for this procedure. The labeling of hansen robotic system contraindicates the use for ablation, thereby representing off-label use. The setting for the generator was set to temperature mode at 48°c. At the beginning of the procedure, the generator did not reach the programmed wattage. The power reached 27 to 28 watts; and temperature reached 42°c - 44°c. The flow rate of the cool flow pump was 30ml/min. When the temperature increases to 44°c, the nurse flushed manually. After this there was an abrupt power rise to 38-40 watts. For this procedure, they used the program under memo key 3 of the stockert generator specially programmed for navx procedures where the impedance cut off was set to 0. Investigation is still in progress. A supplemental report on device evaluation will be submitted once it is completed. No bwi catheter was used during the procedure. The following are non bwi products were used during the procedure: deflectable cs, 10 poles manufactured by st. Jude medical. Therapy coolpath duo manufactured by st. Jude medical. Hansen system and hansen sheath. Sheath, 8f, short, navx system. (B)(4).